Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of sterilization and seal strength records related to the work order did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for (B)(6) 2015, and bioburden monitoring results for ilq-2015. Review of work order and the event code "infection" did not identify any ncmrs, ers or CAPA associated with this information. The reason for reoperation was infection. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "severe infection". Device was explanted.